Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an external device. The reason for the call was patient reported that they were having issues connecting the communicator. Agent had patient reset the communicator and walked patient through accessing the mystim app. Patient was able to see the therapy. The troubleshooting steps taken resolved the issue. Agent reviewed patient best practices and device functions. Patient will call back if further assistance is needed. Patient called back and repeated previously documented information. Patient mentioned they were getting the message on their handset the communicator not found. Patient powered on the communicator and there was a yellow and blue light on the communicator. Agent instructed patient to plug the communicator into the wall, the communicator only showed a yellow light no flashing green light. Agent instructed patient to try multiple other outlets, walked patient through resetting the communicator but the communicator only showed a yellow light and was not taking a charge from the wall. The issue was not resolved. A request was sent to repair to replace the communicator. Additional information received that patient (pt) called back stating they got a new communicator but they had nothing but trouble for they could not get it to connect because they got not found. They have not been able to get the new communicator to work yet. During call pt closed all applications and reset the communicator. Pt still had the old communicator paired to their handset. Pt switched communicators and entered the new communicator serial number but kept getting not found. Agent redirected to hcp.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the medtronic representative, simply helped me to better understand how to use the electronic remote. This was basic instruction and rep explained everything very well. I was better informed on how to use it.